Event description:
It was reported that there was an air leakage when the clinician connected the extension tube to the central lumen. It is unclear if this product was used on a pt.

Manufacturer narrative:
After evaluation, it was determined that the event was MDR reportable. Evaluation: the intra-aortic balloon (iab) was not returned with the 6" arterial pressure (ap) line. The extension line was returned. There were traces of blood on the returned ap line. After blocking all openings on the stopcock, water was injected into it. A leak was evident where the 6" tubing connects to the stopcock. The part was examined under magnification and a void in the glue was detected at the stopcock junction. A device history record review was conducted with no relevant findings. Conclusion: insufficient bonding at the stopcock/tubing junction.